Event description:
It was reported that the lead dislodged after multiple attempts during implant. The lead exhibited problem in helix extension after it was placed in body.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of helix extension issue and dislodgement was not confirmed. Analysis was normal. No anomaly was found.